Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device suture reload was loaded onto the device and one end seemed to be stuck. When the jaws were opened, the needle fell out. Another reload was opened and the same thing occurred after the first pass through the tissue. The needle was removed using a grasper. There was no patient injury. Additional information has been requested but not yet received.

Event description:
The current patient status is "no issues".

Manufacturer narrative:
Tracking number: (B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The needle was received. The visual inspection of the needle noted witness marks on the cones. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.? A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.